Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. No issues were found in the event history log. Functional testing revealed there was a motor course error. Chunks of plastic were found inside the pump, along with a damaged clutch and clutch assembly. The clutch assembly and the lower case were cleaned, and the pump then passed all validation tests.

Event description:
It was reported that the pump exhibited a travel reverse error. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.